Event description:
It was reported, the patient had a return of feet and leg pain after three years. It was noted, the patient¿s implantable neurostimulator (ins) and leads were replaced on 2013 (B)(6). It was noted that no cultures were taken and the ins and leads were replaced. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97714, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the event had occurred after the patient's last visit with the healthcare professional. Patient's last visit was on (B)(6) 2013.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) found no anomaly. Analysis of the lead (B)(4) found no significant anomaly and the stim lead body was cut through and the product was segmented. Analysis of the lead (B)(4) found no significant anomaly and the stim lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.